Manufacturer narrative:
(B)(4) - failure to follow steps (failure to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.) The other rx trek device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the balloon was not submerged in saline solution before use. It should be noted that the trek instruction for use states: submerge the balloon in sterile heparinized saline during balloon preparation to activate the coating. In this case, not submerging the balloon may have contributed to the rupture.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 85% stenosis in the mid left coronary artery (lca). The 2.5 x 12 mm rx trek balloon catheter was advanced pre-dilatation; however, it failed to inflate when pressurized up to 8 atmospheres (atm). A second 2.5 x 12 mm rx trek was inflated; however, the balloon ruptured on third inflation at 12 atm. A non-abbott balloon was successfully used to complete pre-dilatation. No stent or scaffold was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.